Manufacturer narrative:
Follow-up #1: date of submission 9/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: the black box shows loss of prime warnings associated with a low non-zero force: on (B)(4) 2016 at 12:42; deliveries resumed at 12:51. On (B)(4) 2016 at 17:27; deliveries resumed at 18:03. On (B)(4) 2016 at 19:21; deliveries resumed at 19:33. An ezprime and a 24hr duration test were successfully completed with no loss of prime warnings being duplicated. The pump is detecting the correct force. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately..#4. Removed pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. No evidence of internal moisture was found. Unidentified force low observed in the black box, force sensor calibration was within specification.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose (bg) from to 264 up to 281 mg/dl with symptoms of thirst and tiredness. Patient required no unusual treatment. The patient alleges loss of prime occurred with at least 3 separate cartridges from 2 separate boxes in a 30 day period. This complaint is being reported as the patient has hyperglycemia related to the pump repeatedly losing prime.